Event description:
Hearing aid pt had bloody ears and infections on 2 occasions with aids worn only 2 days on each occasion. User treated by ear, nose, & throat dr. Aids returned and full refund issued to pt.